Event description:
On (B)(6) 2012, the patient claimed her blood glucose was elevated to 416 mg/dl, which was unusual for her. At the time, the patient was complaining of shortness of breath. There was no report of any ketones, symptoms of chest pain or stomach pain. The patient was able to administer insulin with the subject pump with training. Her blood glucose was lowered to 351 mg/dl at the end of the phone call to animas. During the troubleshooting session, the animas representative concluded possible use error since the patient did not prime the animas pump after she changed the tubing and site the night before. The patient did not likely receive any of her bolus and basal dosage due to the unprimed insulin pump with a inset tubing of 23 inches. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had elevated blood glucose and symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.